Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate at 38 units while the expected fill estimate was approximately 80 units, leading to a difference greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Caller completed necessary steps to remove air from the cartridge and used room temperature insulin but declined to load a new cartridge, choosing instead to continue using the current cartridge and follow up if necessary.